Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (damage) issue. It was noted that the battery compartment was damaged and there was no power. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06-jul-2018 with the following findings: a visual inspection of the pump revealed the battery compartment cracked above and below the bumper pad. The cartridge compartment was damaged at the threads. There was moisture observed behind the display lens. The returned battery cap was undamaged and was able to attach securely to the pump. A leak test was performed and leaks were observed in the battery compartment, missing audio bolus button cover and cartridge compartment. During testing, the pump was found to be unresponsive; there was no vibration or audible sounds and the display screen was blank. An attempt to download the pump history and black box was unsuccessful. The allegation of no power was duplicated. Further testing was unable to be performed due the unresponsive pump. The pump¿s cover was removed and moisture ingress was found on the printed circuit board and internal components. The cartridge compartment was damaged at the threads. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.